Event description:
A healthcare professional reported that the procedure was a coil embolization of internal iliac artery to treat abdominal aorta aneurysm. The devices were used according to the instructions for use (IFU). After angiography catheter and coiling support (medicos hirata) were approached to internal iliac artery main trunk, creating an anchor with MFR, and then an attempt was made to place a deltafill18 20mm x 60cm coil (dlf182060, 1352546s). After placement, an attempt was made to detach the coil, but it did not detach. The detachment sound was heard. Several attempts were made, but the coil could not be detached, so the deltafill18 coil was removed from the patient¿s body and replaced with another coil of the same specification. The replaced coil was detached without any issues. Later, during the procedure, when using a deltafill18 22mm x 60cm (dlf182260, 1712507s), the same issue as with coil occurred, and it could not be detached. Subsequently, when using two other coils of the same specification, they detached without any problems. The procedure was successfully completed. There was no negative impact to the patient. A continuous flush was done.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 1712507s number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 08-oct-2025 indicated that the embolic coils were still attached to the coil delivery system when removed from the patient. There was no allegation of patient injury due to an alleged product issue. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 31-oct-2025 indicated that a pre-deployment electrical testing was not performed. The same dcb and cable were successful with subsequent coils. The coils did not stretch or damage when removed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.